Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touch screen is defective. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned touch screen was installed in an fi ventilator. The touch screen calibration was executed successfully. The touch screen diagnostics screen showed continuously increasing or decreasing coordinates when moving the finger diagonally across the screen. When moving the finger along edges of the touch screen one of the read screen coordinates did remain constant as expected. The ventilator would start up and deliver breaths without errors occurring. Tabs and entry fields on the screen could be accessed and modified using the touch screen. No failure was found.